Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red skin irritation under the lifevest equipment. The patient has a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to use hydrocortisone on the skin irritation. Follow up indicated that the patient's skin irritation improved.